Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was confirmed. The programmer input and output printed circuit board (pcb) had an electrical overstress. Moreover, this programmer was dropped causing cracks on the housing rear, housing bottom, housing front, housing control panel and handle. Furthermore, the touchscreen was preventively exchanged.

Event description:
Boston scientific received information that this programmer emitted a burning smell. This programmer would be returned for analysis. No patient involvement.